Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel cracked. The following information was provided by the initial reporter: material # 309657 batch # 5197687. Verbatim: rcc received a complaint via email. Email(s) attached. Problem description : while injecting, an important fluid leakage occurred via small holes off the sides of the syringe. Impact(s) for patients and/or staff: incomplete medication dose given, therefore risk of patient symptoms not being relieved. Risk of infection due to product not being sterile. Please find attached a complaint statement for the following defective product: description: 3ml luer lock syringe without needle product code: bd 309657 batch: 5197687 supplier: bd . The product was defective. See the details of the complaint in the attachment. Please note that the defective products have been retained. Kindly inform us of the status of the production. Please proceed with a refund, credit, or replacement at no cost. Thank you for acknowledging receipt of this email and for following up with the users copied on this email regarding reference (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.